Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex. Approximately 28 months post index procedure, patient suffered from respiratory arrest and died on the same day. Death was classified as sudden cardiac death. Event was treated with intubation, CPR and medication. Investigator and safety assessed that the event was not related to index device or antiplatelets medication.